Event description:
A customer contacted (B)(4) regarding assistance with a system error 2240 alarm during the drain on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to cycle power twice to clear the alarm. The tsr advised the hp to start over with new supplies. The home patient (hp) was contacted on (B)(6) 2011. The hp stated she did not experience any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and no root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.